Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale.

Event description:
This report summarizes 83 malfunction events in which the device reportedly overheated. 72 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact.

Event description:
This report summarizes 83 malfunction events in which the device reportedly overheated. 72 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 83 events were reported for this quarter. Product return status: 1 device was received. 82 devices were evaluated based on historical data analysis. Additional information 83 devices were not labeled for single-use. 83 devices were not reprocessed or reused.